Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
It was reported the patient was treated with one pipeline on (B)(6), 2011. Few days later, the patient complained about numbness in hand. MRI and CT scan were performed and a small bleed was found. The patient was administered plavix and has recovered from the complication.